Event description:
The user facility reported that the blade sheath broke off during a procedure. The broken component during a procedure could result in damage to the dura requiring medical intervintion. There was no patient impact and the procedure was completed successfully. Attempts were made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the blade sheath broke off during a procedure. The broken component during a procedure could result in damage to the dura requiring medical intervention. There was no patient impact and the procedure was completed successfully. Attempts were made to obtain additional information about the event; no further information was received.